Event description:
This report summarizes 7 malfunction events in which the device reportedly had a decrease in pressure. - 5 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 7 previously reported events are included in this follow-up record. Product return status 3 devices were received. 4 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h10. 3 events were originally reported for this failure mode during the reporting quarter; however, 4 events were inadvertently excluded. 7 reported events are included in this follow-up record. Product return status: 7 device investigation types have not yet been determined.

Event description:
This report summarizes 7 malfunction events in which the device reportedly had a decrease in pressure. 5 events had no patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 device investigation types have not yet been determined. Additional information: 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device reportedly had a decrease in pressure. 1 event had no patient involvement; no patient impact. 2 events had insufficient information received.